Event description:
Report received from (B)(6) states: "the "star" infusion system can not be connected with the trocar and slips out, no patient impact."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. The device has not been returned for evaluation. Report 2 of 2.